Event description:
The patient reported a loss or change of therapy. He had a bad day on (B)(6) 2016 and tried to check therapy, but unable to increase stimulation. He did not feel stimulation, but therapy was not on. He was assisted in turning therapy back on and the situation was resolved. The patient stated that he used the programmer that morning and accidentally turned the implant off. He was at 2.0 volts on program 1 and increased to 2.5 volts, but did not feel stimulation. He mentioned that he never really felt stimulation even with the trial, but he got good symptom relief. The patient¿s issues were still occurring as of (B)(6) 2016. He had an appointment scheduled with the healthcare provider (hcp) a week from (B)(6) 2016. Additional information was received from the patient on (B)(6) 2016.the patient reported the therapy was still working, but they were still having "some bads and good days". Additional information was received from the patient on (B)(6) 2016. The patient reported that he had a bad day the day before report with a lot of bowel movements. The patient stated that he had a lot of trouble until he found program 4 at 2.8. The patient stated that he worked with his healthcare professional (hcp) and changed it 4 times. The patient stated that he tried to use his patient programmer (pp) but it needed new batteries so he got some new batteries. The patient thought that the 2 or 3 month longevity of the aaa was a disgrace. The patient replaced the batteries and used the pp successfully at the time of report. The patient reported that he felt stimulation and that he would feel it at times. The patient confirmed therapy was on and noted that he had radiation therapy that could be related to the issue. The patient stated that 2 weeks after implant he had a hernia operation and used the pp to turn stimulation off for the procedure. The patient was to follow up with his hcp. The patient¿s indication(s) for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.